Event description:
As part of a legal dispute intuitive surgical, inc. (Isi) received information regarding a patient that underwent a da vinci si total hysterectomy for menometrorrhagia and dysfunctional uterine bleeding on (B)(6) 2011. Intuitive surgical was provided with the operative report. Additional information provided includes hospital operative reports, radiology reports and follow-up physician comments. There was no indication of a malfunction of the da vinci surgical system, instrument or accessory during surgery]. There was no report of an intraoperative complication. On (B)(6) 2011 patient was readmitted for right sided pain and hydronephrosis. Exploratory laparoscopy and cystoscopy with right retrograde pyelogram and right ureteral stent placement for ureteral injury. On (B)(6) 2011 cystoscopy and right pyelogram and right ureteroscopy. Continued incontinence. On (B)(6) 2012 the patient was seen for continued incontinence. Uterovaginal fistula suspected. On (B)(6) 2012 cystoscopy right ureteral reimplantation, resection of fistula and right oophorectomy

Manufacturer narrative:
Based on the information provided, intuitive surgical, inc. (Isi) has not determined the root cause of the post-surgical complications experienced by the patient. The operative reports do not contain any allegation of a malfunction of a da vinci system, instrument, or accessory. In addition, no previous complaint was reported related to this event. If additional information is received a follow up medwatch report will be submitted to the FDA. This complaint is being reported due to the following conclusion: the patient experienced post-surgical complications after undergoing a da vinci surgical procedure.